Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not heating up to normal operating temperature. There was no patient involvement.

Manufacturer narrative:
D9. Date returned to mfg: 30-sep-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged pcb (printed circuit board) and power switch, cracked tank cover, and corroded drain fitting. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional testing. The device wouldn't heat up confirming the customer complaint. The root cause was the faulty heater. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.